Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured immediately upon inflation at 3 atmospheres. It was alleged that it might be because of a protruded calcification. The procedure was completed with another of the same device. No patient complications were reported.